Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm for between 49 and 71 hours. The site was red, swollen and bruised. The patient had a video conference with the doctor and sent photos of the site. No treatment or prescriptions were provided after the call. By the end of the month, the site did not heal and the patient visited his general practitioner (gp). The gp prescribed flucloxacillin 250 mg (3 tablets per day) and a cream for treatment.

Manufacturer narrative:
Correction to b5 - describe event or problem.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm for between 49 and 71 hours. The site was red, swollen and bruised. The patient had a video conference with the doctor and sent photos of the site. The patient was prescribed flucloxacillin 250 mg (3 tablets per day). By the end of the month, the site did not heal and the patient visited his general practitioner (gp). The gp prescribed a cream for treatment.